Event description:
It was reported that a patient presented in-clinic for an unrelated procedure. Upon interrogation, the patient's right ventricular (rv) lead was found to have high pacing impedance and high capture thresholds. Fluoroscopy performed on the lead did not reveal any insulation anomalies. No intervention was taken and the patient will continue to be monitored. The patient was stable throughout.